Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed with battery failure error. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per field service engineer (fse) the battery was replaced to address the reported problem.